Event description:
A remstar auto device was returned to a third-party service center for evaluation. During the evaluation of the device, the service technician observed that they cannot retrieve log due to thermal event of burnt connector. Additionally, the device was scrapped by the service center after the evaluation was completed. Due to the alleged malfunction, the device will be returned to the manufacturer's product investigation lab for additional testing. The root cause is not confirmed at this time.